Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using an unknown flexnav delivery system (ds). Prior to the procedure, the patient was in a stable condition. The patient has a horizontal valve measuring to be 59 degrees. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 24mm, non-abbott balloon and the patient was hypotensive but recovered slowly. During the procedure, at 80 percent, the implant depth was at 3mm on the non-coronary cusp (ncc) and 5mm on the left-coronary cusp (lcc). After releasing the valve, it had migrated in aortic direction with the inflow edge of the valve observed at the sino tubular junction (stj). It was suspected that this was due to an entanglement with the ds. It was attempted to reposition the valve (tab) on the inner curve, but the snare would not hold and kept slipping out. A 26mm, non-abbott valve was implanted below the index valve. Post-implant, immediately after deployment an aortic root perforation was observed, pericardiocentesis was performed; an intra-aortic balloon pump (iabp) was placed. On (B)(6) 2026, the patient was pronounced to be deceased due to aortic perforation. The implanter believes that the cause of aortic root perforation was due to the non-abbott valve.

Manufacturer narrative:
An event of hypotension, device migration in aortic direction, and patient death due to aortic perforation was reported. It was attempted to reposition the migrated valve however, snaring was difficult. A 26 mm non-abbott valve was implanted below the index valve; post-implant, immediately after deployment an aortic root perforation was observed. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. Requests were made for additional procedural details surrounding the case (e.g., operative notes, procedure imaging), however this information was not supplied by the site. Information from field indicated that it was suspected the valve migrated due to an entanglement with the delivery system. Based on the information received, the aortic perforation and patient death were attributed to non-abbott valve. The exact cause of reported device migration and patient effects could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, "once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage." Codes removed: health effect- impact code: 4624. Codes added health effect- impact code: 4641.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Prior to the procedure, the patient was in a stable condition. The patient has a horizontal valve measuring to be 59 degrees. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 24mm, non-abbott balloon and the patient was hypotensive but recovered slowly. During the procedure, at 80 percent, the implant depth was at 3mm on the non-coronary cusp (ncc) and 5mm on the left-coronary cusp (lcc). After releasing the valve, it had migrated in aortic direction with the inflow edge of the valve observed at the sino tubular junction (stj). It was suspected that this was due to an entanglement with the ds. It was attempted to reposition the valve (tab) on the inner curve, but the snare would not hold and kept slipping out. A 26mm, non-abbott valve was implanted below the index valve. Post-implant, immediately after deployment an aortic root perforation was observed, pericardiocentesis was performed; an intra-aortic balloon pump (iabp) was placed. On (B)(6) 2026, the patient was pronounced to be deceased due to aortic perforation. The implanter believes that the cause of aortic root perforation was due to the non-abbott valve.